Manufacturer narrative:
Report source updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received and b5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received. The issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator and an external device. The reason for call was caller is patient's daughter and reported that the patient has been having to charge a lot more frequently and it does not stay charged. When agent inquired further, caller stated it appears to be patient's implant because the controller shows a low charge and sometimes the controller goes into the red before the patient can get it hooked up, so it takes longer to charge and the 'sensation in her back is just really low.' Caller stated they did not feel it would be an implant battery longevity item because they were told it should last 10 years. The caller was not with the patient at the time of the call, and only had a picture of the recharger serial number, so further troubleshooting could not be performed. Agent made outbound call to patient to troubleshoot. Patient's husband did not see any damage to recharger or recharger pins, and patient stated it is not loose/wiggly when plugged into the controller port. Patient stated the controller was last charged about an hour ago but was unable to confirm if controller fully charged or not. Patient stated they lay on top of the recharger when attempting to charge their implant. Agent inquired how long patient's implant charging sessions typically are but patient stated they don't know and that they were unable to answer the question. Patient stated their concern is that as time has gone on they've had to charge more frequently and in between times it will use all the battery and it will show red for the battery and that never happened in the past. Patient later stated 'it seems like every other day and it used to not be that way.' Agent attempted to clarify these statement multiple times throughout call but patient stated they were unable to answer the questions. Agent had patient's husband plug controller into ac power supply and confirmed ac power supply had a green light and controller had a green solid light above the screen. Agent had pt initiate a recharging session and pt stated it was taking awhile but it connected well and they were recharging excellent with the controller at 100% and their implant at 50%.patient then clarified seeing poor recharge quality despite not moving the recharger. Agent agreed to replace recharger and reviewed implant charging best practices.